Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused respiratory distress, inflammation of the airway, cardiac arrest, hypoxemia and loss of cognitive function that resulted in death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the voluntary medwatch number in the initial report in section g.2. The voluntary medwatch number is mw5109367.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory distress, inflammation of the airway, cardiac arrest, hypoxemia and loss of cognitive function that resulted in death. The patient's family member did not report the patient to receive medical intervention. This notification was reviewed by the pms clinical expert due to the customer reporting a patient passed away. Specifically, it was reported she went into cardiac arrest from hypoxemia and subsequently was ventilator dependent with loss of cognitive function. She was removed from the ventilator and allowed to pass away. The pap device used was a remstar pro, which is not a ventilator and not the vent that was referenced above. Also the patient makes no allegation against the device or of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. The device was not in use at the time of death and it is also unclear if it was even in use at the time of cardiac arrest. Therefore, based on available information the event is assessed as not related to the recalled device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.